Manufacturer narrative:
Concomitant medical products: 355149 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing pain in the center of their back and the middle of their chest. The patient also reported that their heart rate dropped below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate. The patient went to the hospital emergency department for a device check. It was noted that the right atrial (ra) lead exhibited possible intermittent undersensing on stored electrograms (egm). The crt-d and the ra lead remain in use. No further patient complications have been reported as a result of this event.